Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Section g2: corrected. This event occurred at chiba university hospital in in chiba, japan. Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial #(B)(6), confirmed irregular and rolled edges along the cutting edge which could have contributed to an issue with cutting. The coring knife was returned without the coring knife handle or protective caps. Microscopic inspection of the coring knife was performed which revealed that the blade edge had multiple instances of irregular and rolled edges. The returned coring knife was tested with a thin test polyurethane sheet, and the knife was unable to fully cut through the sheet with ease. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the doctor tried to cut the myocardium with a coring knife, the resection could not be carried out smoothly as usual, but the myocardium could be torsionally removed in a push-in fashion. There were no health hazards reported, and the patient resided under management in the intensive care unit. The coring knife was to return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.